Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the snubber assembly, replaced batteries and performed filament calibration. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system did not display images during fluoroscopic x-ray. This was during a procedure. No patient injury was reported.